Event description:
The customer reported that a portion of insulation came off the shaft of the device while the instrument was in the patient. The piece was recovered and the instrument was removed from the field. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.